Event description:
It was reported that there was a foreign material present. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa of the patient and the physician began assessing release criteria. While checking the release criteria, transesophageal echocardiogram (tee) imaging showed a foreign material present on the core wire of the wds or on the fabric of the closure device. The physician retrieved and explanted the closure device without incident. A new 31mm wds was then selected, however the same issue occurred, a foreign material was present upon deployment of the closure device. The physician flushed and suctioned the wds and once no foreign material was visible the procedure was continued. The closure device was released and successfully implanted in the laa of the patient. There were no patient complications that were reported to have occurred as a result of this event.